Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low rectal resection procedure, while being applied for resection, the stapler was able to fire but had poor staple formation, which lead to an incomplete distal staple line, wherein after firing, found that the middle of the rectum had blood leak, after inspection found the first staple far-end, the staple¿s ¿legs spread out¿, still connect with ¿nail bin, fire unsuccessfully¿. In order to resolve the issue, a new device was used and also suture was used to fix the bleeding part, ¿at last protect the anus successfully¿. As a result, surgical time was extended for more than 30 minutes due to the product problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned device noted that the two loading units were fully fired. Both loading units had deformed clamping mechanisms, the jaws did not close fully closed when clamped. Additionally, the staple pushers were partially flushed. A loading unit had bowed anvil and a buckled knife bar assembly. Functionally, the loading units were loaded into a post market vigilance instrument. The interlocks were overridden and the loading units were cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil, deformed anvil clamping mechanism, and buckled knife-bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.